Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient was having "connectivity issues" with her personal therapy manager (ptm) and that her bolus on (B)(6) 2025 took 6 minutes. The patient confirmed that the connection would start and then stop when it got to 90%. Patient services reviewed steps to clear data from the handset. Troubleshooting steps taken with patient services resolved the issue. The patient mentioned that ptm code 156 continued to happen. The patient stated that the code started shortly after she got the current ptm. Patient services advised the patient to close out of all applications after each use and to restart the handset periodically to minimize having these codes appear.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that code 156 resolved. The patient was told to make sure they go in and delete storage often. They have had code 338 come up a lot. They did not know if it had something to do with their internet. They did close down their application after each use like one of the techs told them about a month after they got it in (B)(6) 2025.